Event description:
It was reported that a home patient (hp) swapped the last fill bag and the heater bag during automated peritoneal dialysis therapy. The hp was connected at the time of the swap of supply bags. The hp indicated that a check supply line alarm occurred prior to the swap. A technical service representative reviewed proper procedures with the hp and instructed the hp contact a registered nurse regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported disconnecting supply bags, switching, and reattaching the last fill bag and the heater bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.